Event description:
It was reported on (B)(6) 2013 that the patient had a loss of therapeutic effect. It was stated that on (B)(6) 2013, the patient's t remors had returned. It was also stated that the right side device was turned off so the caller turned it back on and the tremor was still present. The patient was redirected to their healthcare provider (hcp). It was later reported on (B)(6) 2013 that the patient's tremors were back in their right hand. It was stated that "this came on suddenly on (B)(6) 2013". The caller stated that she could see the outline of the wires on the patient by the top of the implantable neurostimulator (ins) and it looked "squiggly". It was noted that the patient was in the clinic at the time of report and low, out of range impedances were measured. It was also noted that the patient turned stimulation off at night and on during the day. The patient was currently programmed on 0+, 1-, 2- at 3.2v. It was later reported on (B)(6) 2013 that a fall was the cause of a lead break. It was stated that a fracture of the lead could be seen on an x-ray. It was noted that the lead was removed and replaced and the patient required hospitalization due to the event. The patient recovered without sequela. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3387s-40 lot# v741339, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37603 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator product ID, 3389s-40 lot# v772558, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was previously reported contact 0/1 was 41 ohms indicating a short circuit.

Manufacturer narrative:
(B)(4).